Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a baxter employed nurse from (B)(6) of patient did not wear a mask and peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy. The following information was reported by the nurse. On (B)(6) 2012, the patient began dianeal pd2 (2.5% glucose) ultrabag therapy (dose and frequency were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient was hospitalized. The nurse reported the cause of the peritonitis was the patient did not wear a mask. On the same date, the patient was treated with reflin (1gm, every day,ip), ecomer (1g, every day, ip), amikacin (100mg, every day, ip), vancomycin (1gm, stat, ip), and heparin 500 iu/2 liters, ip). The outcome of the peritonitis was reported as unknown. Concomitant therapy was not reported. The nurse confirmed the cause of the peritonitis was patient did not wear mask and was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - breach in aseptic technique issue and serious injury. The complaint is confirmed because the nurse reported a break in aseptic technique i.e., the patient did not wear a mask. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.